Event description:
The customer reports that while a patient was connected to the ventilator, the ventilator insufflated but delivered no respiratory cycles. No alarms were generated. The patient was disconnected from the ventilator and was ventilated manually. The pt suffered extensive subcutaneous emphysema, pneumomediastinum and pressure fall at the event. According to later information the patient is now well. The hospital biomed found a defective pressure transducer on the expiratory side. It was replaced and the ventilator functioned according to spec.